Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device.  The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 01/07/2018 that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of the reported loss of connection could not be determined. A probable cause could not be determined.